Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she dropped her insulin pump and a piece of the reservoir compartment is missing. The device dropped because the belt clip was broken. When the device dropped, customer thinks it may have pulled out the infusion set. Customer's blood glucose was 454 mg/dl. She has not treated yet because her infusion set fell out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.